Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the plastic tab on the trial implant broke of inside the patient. Per complaint details, the broken piece was recovered and the procedure was successfully completed without a delay, using a backup device. No patient injury or other complications were reported. Therefore, since no patient harm is being alleged, no further assessment is warranted at this time. A visual inspection confirmed the cross support is broken off the reamer dome 55mm. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the reamer cross support broke out of the reamer dome 55mm while reaming during a thr. The device broke inside the patient and the devices had to be retrieved. An s&n backup was not required as the surgery was completed with the same device. No delay reported. The patient was not harmed beyond the reported event.